Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. However, internal CAPA-(B)(4) was initiated to address the late documentation of this event.

Event description:
The patient reported receiving inratio inr results which appeared "uncharacteristically high or uncharacteristically low" after receiving the inratio system in (B)(6) 2012. The patient reported that he would immediately retest and obtained "entirely different results." Therapeutic range: 2.0 - 3.0. Although requested, no additional information including the questioned inratio inr results are available.